Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with device in backup vvi mode. The patient had suffered a severe stroke that was not suspected to be related to the backup operation. The patient subsequently underwent MRI. Device download was performed successfully. Tachy therapy was permanently disabled due to patient's current unrelated condition. The patient will continue to be monitored.